Event description:
The lifecor pt service rep (psr) of a female pt contacted lifecor customer support to report that during training the monitor was found to have a "loose prong" inside the battery connector well. He also found that one of the battery packs had a damaged connector. Psr replaced the pt's battery packs and monitor.

Manufacturer narrative:
Battery packs - 2006. Monitor 2007. Device evaluations of battery packs and monitor have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. It was missing the ground pin. The connector was repaired. The monitor was retested and then restocked. Both battery packs had damaged connectors. The connector was repaired. The battery pack was retested and then restocked. An engineering analysis was completed. The cause of this problem was due to the battery pack being misaligned too high when mating with the monitor. The latches on the battery packs rode on top of the web of the monitor and not in the groove. Because the latch rode above the web, it pulled the battery pack up and created a misalignment condition of approx .020". The type of impact damage present indicated that the battery packs were slapped into the monitor, probably several times. Impact deformation would not occur from regular insertion. The pull loop on the battery pack was the most likely cause of the misaligned latch. Lifecor is currently exploring other options to replace the pull loop. The damaged connectors on the monitor and battery packs were replaced. No adverse events resulted from the damaged battery packs and monitor. The pt received a replacement monitor and replacement battery packs.